Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot was made available for this reported event. In our process the corresponding documents were analyzed taking that these products are manufactured on ka61machine. Our process fmea rm5785 rev04. And peura p2053001 rev13. Were reviewed and there are proper controls in place to detect product malfunctions.

Event description:
No additional information provided.

Manufacturer narrative:
Bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
It was reported that bd connecta plus3 white pegs component damaged and leaked. On (B)(6) the nurse in charge of routine replacement of infusion tee for the patient, found that the infusion tee screw mouth of the liquid leakage, immediately replaced with a new spare tee to be connected to the patient infusion, did not affect the patient. Problems with the infusion tee inspection found that the screw mouth has cracks, then reported to the head nurse and equipment section.